Event description:
It was reported that the customer had high blood sugars and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 416 mg/dl. Caller stated that the customer had fatigue, nausea, dizziness, excessive thirst prior to hospitalization. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.